Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period aug-19 through jul-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
The device will not be returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that shortly after inserting the intra-aortic balloon (iab), the console generated a leak in iab circuit alarm every few minutes. There was no blood seen in the helium tubing and no visible kinks. Correct location of the iab was confirmed via fluoroscopy. The customer was advised to decrease the augmentation control by two bars and press the "iab fill" key. The console auto-filled which seemed to resolve the issue as it did not alarm further. There was no patient harm or adverse event reported.